Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 481 mg/dl, 308 mg/dl, 94 mg/dl, 72 mg/dl and 245 mg/dl. The customer was treated with manually. It was reported that they had no delivery alarm. The troubleshooting was performed and reported that the event was resolved by changing complete set infusion set and reservoir). The customer was advised to perform the self-test and was passed. The insulin pump will not be returned and reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 2 open/used reservoirs. Inspected reservoirs. Inspected reservoir, snap-cap, and septum for anomalies none were found. Ran occlusion test per (B)(4) as follows: reservoirs filled with diluent and connected to a new infusion set. Installed reservoirs & connector into a paradigm pump. Performed a manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).